Event description:
On (B)(6) 2014, the lay user/patient¿s mother contacted lifescan (lfs) ((B)(4)) alleging that the patient¿s onetouch verio iq meter was reading inaccurately high. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The reporter claimed the alleged issue began in (B)(6) 2012, but could not recall the specific date/time. She reported that the patient came back from school and was exhibiting symptoms of ¿sweating, shaking and was apathetic.¿ she tested with the subject meter and observed a value of ¿87mg/dl.¿ the patient tests her blood glucose at least 10 times per day and manages her diabetes with humalog which she adjusts based on her carbohydrates and lantus insulin at night and she denied making any changes to her usual diabetes management routine. The reporter stated a test was also performed on the patient¿s back up verio iq meter at almost the same time and a reading of ¿37mg/dl¿ was reported. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30 mg/dl or 30%. The patient was treated by the reporter at an unspecified time with grape candy and soda and she started to feel better within 5 minutes. The patient¿s last result prior to developing symptoms was reported as being ¿less than 100mg/dl but greater than 60mg/dl,¿ no action was taken after this reading. The cca noted that the patient did not have the meter available at the time and therefore troubleshooting could not be performed. The reporter declined a replacement and was going to contact her doctor. There is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self-treatment due to the alleged issue. There was no delay in treatment as the patient tested immediately on her back up me